Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.